Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while reloading the staple and testing the device during a laparoscopic lung wedge resection procedure, the device was unable to fire. The surgeon was able to press the green button and squeeze the handle. They changed it to a new staple to resolve the issue and complete the case. There was no patient injury.